Event description:
It was reported that the customer had low blood glucose. Paramedics were called and customer was hospitalized in intensive care unit with a diabetic coma. Customer's blood glucose reading at the time the paramedics arrived was 20 mg/dl. Caller stated that the customer had problems remembering things and he bolus 13.4 units within 18 minutes. Caller stated that she found him unresponsive and called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.